Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was out of electrical specification. It was also noted that the upper case was broken and one bail cover was broken.

Event description:
It was reported the epg (external pulse generator) failed the sensitivity test. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Further analysis was performed on the interconnect flex. This analysis further confirmed the reported event. An open circuit was identified at a trace. The open trace caused the sensitivity potentiometer to be unresponsive.